Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient was doing really well after the revision.

Event description:
It was reported a catheter (B)(6) study was performed last week and they could not aspirate the catheter. They believed the catheter was cut somewhere, but they were unsure of the exact issue. A catheter revision occurred and most of the proximal segment was trimmed off and replaced. The pump was used to deliver bupivacaine and dilaudid. No information was reported related to the outcome of the patient. Additional information has been requested.